Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no operation date has been set but the patient has stated a desire to remove the implants due to their age. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate plus profile 250cc saline prostheses placed plans to switch her implants to silicone over concern over the age of her implants. There were no noted complications. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-16272 for contralateral prosthesis report.